Event description:
Related manufacturer reference number: 2017865-2022-10590. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's pacemaker and right atrial (ra) lead were over-sensing noise leading to inappropriate ventricular pacing from the pacemaker. No intervention has been performed. There were no patient consequences.